Event description:
Customer states irregular cbc results for samples collected in 454209. Specifics provided by the scientific medical director: "we were seeing artificially inflated mcv, rdw, and artificially low hemoglobin, hematocrit, and rbc. These are usually effects that look like sample heat exposure but that didn't happen. The lot number of tubes involved all appear the same. We have run out of ideas. We have seen this in more than one patient and more than one facility. The consistent aspects are it was an mds draw and transport and all of these patients are sick with baseline values being anemic that are more inflated by the unknown effect." Mds is their mobile diagnostic services division of their phlebotomy team. They typically service long-term care facilities.

Manufacturer narrative:
Complaint (B)(4): samples have been received and will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). No samples of 454209/b241233f were received for evaluation. This portion of the complaint is closed as cannot be determined. Received 1rk 454209/b250333n for evaluation. Tubes were verified to be correctly assembled with no deviations observed. All tubes test-ed filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. This portion of the complaint is closed as not confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.